Event description:
The patient underwent a thrombectomy procedure in the right m2 and c4 using the penumbra system. Before the use of the penumbra system, intravenous (IV) tissue plasminogen activator (t-pa) was not administered. A guide wire was deployed followed by the reperfusion catheter 054 and reperfusion catheter 032 to the target vessel in the c4 and m2. Aspiration was performed with the reperfusion catheter/separator 054 and reperfusion catheter/separator 032 for 40 minutes. During recanalization of an anterior branch in the m2, angiography through the reperfusion catheter 032 showed that the radiopaque dye oozed out of the vessel. The physician administered 6,800 units of heparin. The patient underwent embolization and craniotomy for removal of hematoma and decompression. Approximately 5 months later, the patient left the hospital. Physicians comment: during recanalization for an anterior branch in the m2, the perforation with the separator 032 made damage to the vessel. The event was related to the penumbra system and the procedure.

Manufacturer narrative:
Conclusion: vessel injuries are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.